Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Customer arranged to use multiple daily injections as backup insulin therapy.